Event description:
This report summarizes 30 malfunction events, where it was reported the devices experienced brakes cannot be engaged; false engagement of brakes, steer mechanism is difficult to engage/disengage, or brakes difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this. 2 devices that were pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device that was pending was evaluated and it was determined the device experienced brakes cannot be disengaged which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 33 to 30.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 28 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 33 malfunction events, where it was reported the devices experienced brakes cannot be engaged; false engagement of brakes, steer mechanism is difficult to engage/disengage, or brakes difficult to engage/disengage. There was no patient involvement.